Event description:
This is a spontaneous report by a baxter employed nurse from (B)(6) regarding peritonitis in a (B)(6) female homechoice peritoneal dialysis (pd) patient. On (B)(6) 2010, the patient was hospitalized for peritonitis. A peritoneal effluent culture and analysis were performed the same day, prior to the initiation of antibiotic therapy. The cause of the peritonitis was unknown. On (B)(6) 2010, the patient began treatment for the peritonitis with cefaprozone and oflaxacin, both of which had continued at the time of this report. As of the time of this report, the patient remained hospitalized. The outcome of the peritonitis was unknown. Pd therapy continued. On (B)(6) 2010 follow-up information was obtained from the baxter employed nurse. On (B)(6) 2010, the patient was discharged from the hospital. On (B)(6) 2010 treatment with cefaprozone and oflaxacin was stopped. On an unreported date, the event of peritonitis resolved. The nurse believed the event of peritonitis was unrelated to pd therapy.

Manufacturer narrative:
(B)(4). Device evaluation: the device was received by baxter for evaluation. A visual inspection was performed. The reported condition of a loose cap was confirmed, finding a loose blue winged cap and fill-port cap, however the root cause could not be determined. Batch review determined that no nonconformance reports were opened during manufacturing of this device. Trend review determined that similar reports have been received by baxter. This device is a single use device and was discarded. A follow up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). Per the customer, the device is available for evaluation; however, the device has not yet been received by baxter. A follow-up report will be submitted should the device be received and evaluated or if additional information becomes available.

Event description:
It was reported to baxter (B)(4) that an intermate sv200 had a loose cap before use. There was no report of patient injury or medical intervention. No additional information is available at this time.